Event description:
The customer reported that the system had an interlock failure at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.